Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (greater than 800 mg/dl) and emergency services were called. Customer was transported to the hospital and admitted. Customer was treated with intravenous insulin and fluids for elevated blood glucose and diabetic ketoacidosis considered dangerous by healthcare provider. Customer was discharged on (B)(6) 2019. Customer did not know the cause but suspected he was not receiving insulin. Tandem technical support performed system check and no data was found in pump history. Customer reverted to manual injections for insulin therapy.